Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) during their pd treatment. A review of the patient's treatment records indicated that the patient drained 16181 ml during drain 1 of 6 of treatment. This drain volume is 899% of the patient's prescribed fill volume of 1800 ml. Upon follow-up, the pdrn stated they had no information regarding why the patient had the large drain of 16181 ml. The pdrn stated that the patient had some abdominal pain during the treatment, but confirmed no injury, adverse event, or medical intervention was required as a result of the reported event. The patient is taking heparin for fibrin in their pd catheter (non-fresenius device) and is unrelated to this event. The patient was able to complete treatment using manuals. The patient has received the new cycler and is continuing pd therapy without further issues. The old cycler has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: d10, h6 investigation findings should be c92143 in initial report additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates found within the cassette compartment. Although there was evidence of dried fluid present within the cassette compartment on the top cover, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. The internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) during their pd treatment. A review of the patient's treatment records indicated that the patient drained 16181 ml during drain 1 of 6 of treatment. This drain volume is 899% of the patient's prescribed fill volume of 1800 ml. Upon follow-up, the pdrn stated they had no information regarding why the patient had the large drain of 16181 ml. The pdrn stated that the patient had some abdominal pain during the treatment, but confirmed no injury, adverse event, or medical intervention was required as a result of the reported event. The patient is taking heparin for fibrin in their pd catheter (non-fresenius device) and is unrelated to this event. The patient was able to complete treatment using manuals. The patient has received the new cycler and is continuing pd therapy without further issues. The old cycler has been returned to the manufacturer for evaluation.